Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient was getting the reposition antenna screen when they tried recharging the ins, so they were unable to communicate with the ins. It was noted the patient had last charged and had last felt stimulation "like a month or so" prior to the report. It was reviewed that keeping the ins charged is important to maintain therapy, and since the ins had not been charged for about a month the ins was likely in overdischarge. They were redirected to see the doctor to address it. The patient was scheduled already to see their doctor. Additional information received from a manufacturer's representative. It was reported that the patient's ins was overdischarged due to the patient not charging the ins. The representative planned on jumpstarting the ins. Additional information received from a manufacturer representative (rep). It was reported the ins was overdischarged. The patient didn¿t use it that much and said there was long charging times. The rep did a reset and cleared the por. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-25. The charging times are pretty normal for the patient¿s battery and programming. The healthcare professional (hcp) does not know but the patient has an appointment coming up to make the hcp aware. No further complications were reported/are anticipated.